Event description:
It was reported the patient experienced redness and a staphylococcus epidermidis infection at ins site. The system was explanted. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.